Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. There was no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the teflon pad came off of the harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient. The patient was not injured due to the issue. There was no collision with another instrument. The customer used a backup instrument to complete the procedure.